Manufacturer narrative:
Pump received with critical pump error (open book image) alarm and pump error alarm (line number 259 file number, pump error are found in the formatted history and long trace files to a hardware error. Unable to determine the root cause per r&d. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a critical pump error alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.